Event description:
On (B) (6) 2010, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that he is not able to code onetouch ultra2 meter. On 04/06/2010, this medical surveillance specialist contacted the pt to clarify info obtained during the initial phone call. The pt tests her blood glucose 3 times per day and manages her diabetes with levimir insulin (30 units in the morning and 30 units in the night). On (B) (6) 2010, the pt did not have any more onetouch ultra test strips because her supplier sent her the wrong set of test strips (onetouch select test strips). The pt reportedly could not test her blood glucose on the day of concern. The pt reportedly attempted to code the subject meter with the onetouch select test strips, but realized that the two products were not compatible. One hour after the reported issue began, the pt reportedly developed symptoms of shaking. The pt administered self treatment with juice and felt better soon after. During troubleshooting, the customer care advocate noted that the product issue was not resolved because the pt did not have the correct test strips. This complaint is being reported because the pt claimed she developed symptoms that can be associated with hypoglycemia after the calcode issue began. Please take note that there was no product malfunction involved. The adverse event is being reported due to a user error. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.